Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastroplasty, the device didn't work. The device was replaced. No injury was reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted the adapter had three cracked solder joints that contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. A process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.